Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp1418 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was diagnosed with multiple cerebral infarction, protein - malnutrition, type ii diabetes, upper gastrointestinal hemorrhage and coronary heart disease and needs long-term infusion treatment. A powerpicc catheter was placed from the right brachial vein. At 12:20, (B)(6) 2020, extravasation occurred during infusion at the connection of the extension tubing and the infusion fitting. After clinical evaluation, the catheter was removed.